Event description:
I purchased 15 cgms, dexcom g7. They were sent to me from a reputable medical company called (B)(6). On (B)(6), I put on 3 cgms (one after another) all three failed, during initiating phase. The app displayed "sensor failed". All 3 sensors are not expired, 2 months before expiration date. I'm diabetic. Cgms are a useful tool I need to monitor the glucose. But the product seems to fail before the expiration date. Reference report: mw5190014, mw5190015. Patient: 4582. Device: 1559; 1057. This report captures dexcom g7 15 day continuous glucose monitoring (cgm) system #1.